Event description:
It was reported that a patient had unspecified knee surgery. They had pico applied to the surgical site, and the leg (not knee) because swollen, red and warm. The patient was prescribed antibiotics.